Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir gets air bubbles after 2 days of filling it. The blood glucose level at the time of the incident was 106mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was used at room temperature. Troubleshooting was not completed as the customer did not have air bubbles at the time. The product will not be returned for analysis.